Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222102 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. Hemostasis was achieved by manual compression for 25 minutes. The patient¿s status was recovered and the hospitalization was not extended as a result of the event. The device was used after an interventional peripheral procedure using a retrograde approach. The device was stored as per the instructions for use (IFU). The physician was being trained on using the device. A 6f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The mynx vcd was prepped according to IFU instructions. The balloon lost pressure before being pulled to the arteriotomy. Additional patient and procedural details were requested but were not available. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. Hemostasis was achieved by manual compression for 25 minutes. The patient¿s status was recovered and the hospitalization was not extended as a result of the event. The device was used after an interventional peripheral procedure using a retrograde approach. The device was stored as per the instructions for use (IFU). The physician was being trained on using the device. A 6f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The mynx vcd was prepped according to IFU instructions. The balloon lost pressure before being pulled to the arteriotomy. Additional patient and procedural details were requested but were not available. The device will be returned for evaluation. Addendum: the product evaluation shows the balloon was not completely withdrawn into the tube.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. Hemostasis was achieved by manual compression for 25 minutes. The patient¿s status was recovered and the hospitalization was not extended as a result of the event. The device was used after an interventional peripheral procedure using a retrograde approach. The device was stored and prepped as per the instructions for use (IFU). The physician was being trained on using the device. A 6f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was mild presence of calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure before being pulled to the arteriotomy. Additional patient and procedural details were requested but were not available. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were fully depressed with the clock symbol visible in the tension indicator. In addition, the sealant was noted in the catheter, the sealant was removed, and the balloon was observed not completely retracted into the tamp tube. The procedural sheath and the syringe were not returned, and the stopcock was observed opened. The device was inspected for damages/anomalies that may have contributed to the reported failure and no damages/anomalies were observed with the returned device. Per microscopic analysis, visual inspection at high magnification revealed that the balloon was observed not completely retracted into the tamp tube due to a radial tear in the balloon of the return device that was observed. Per functional analysis, an inflation/deflation test was not performed due the received condition of the balloon. In addition, the balloon was not completely withdrawn into the tube due a radial tear found, which may have contributed to the withdrawal issue. A product history record (phr) review of lot f2222102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device due to the radial tear noted. Additionally, a condition of ¿balloon-retraction jam¿ was noted with the returned device since the balloon was not completely withdrawn into the tamp tube. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (there was mild presence of calcium in the vicinity of the puncture site) and/or concomitant device factors (although not returned) most likely contributed to the reported rupture since a calcified vessel, and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. The additional condition noted with the returned device of the balloon not being fully retracted into the tamp tube was likely due to the radial tear that occurred when the balloon ruptured as this can prevent the balloon from being fully withdrawn when button 2 is depressed. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. The IFU states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ the IFU also instructs users to discard the device if it does not maintain pressure. Per the IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device.¿ neither the phr review, nor the product analysis suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
Addendum: the product evaluation shows the balloon was not completely withdrawn into the tube.